Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of 408 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. On (B)(6) 2026 the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of insulin and lactated ringers to address the elevated bg. Treatment resolved the issue and there was no permanent damage. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the ICU release date; however, no response was received.